Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 400 mg/dl. Customer also received no delivery alarm. Customer stated the insulin did not exit and pump alarmed no delivery. Customer reported insulin exits in the tubing. Advised customer to rewind the insulin pump. Customer reported insulin exits with the manual prime. Customer was declined to troubleshoot for high blood glucose value. The device will not be returned for analysis.